Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error image on screen. Customer's blood glucose value was 125 mg/dl. Troubleshooting was assisted. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Did not note any signs of previous moisture damage on the boards inside the unit. After swapping out the boards into a known good case and then swapping a known good electrical board 2 onto electrical board 1, the high sleep current measurement seems to be isolated to electrical board 1.